Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter to ip board cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. There is no report of death or serious injury.